Event description:
Customer reported discrepant results compared to lab. Date: (B)(6) 2010, inratio: 0.9, inratio retest: 1.0, lab: 1.6. Lab results drawn 15 minutes after inratio tests. Pt taking coumadin. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.